Manufacturer narrative:
The reported event could not be confirmed. The device was not returned for evaluation. A potential root cause for this failure mode could be missing irrigation eye. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews the device was not returned.

Event description:
It was reported that the bard foley turned a ¿yucky¿ color and the patient cannot irrigate it after few times.